Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was hit in the area of the implant on (B)(6) 2013. Since then, the pt has no more hearing perception from the concerned device.